Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) was sealing and cutting tissue as expected. They further advised that about 3/4 of the way into the procedure, the hemopro tool seemed to be "taking longer than usual" to separate tissue and didn't seem to "be working properly". A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4).

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) was sealing and cutting tissue as expected. They further advised that about 3/4 of the way into the procedure, the hemopro tool seemed to be "taking longer than usual" to separate tissue and didn't seem to "be working properly". A replacement device was used to complete the procedure. The hospital did not report any patient effects.